Event description:
A surgeon reported a pt experienced a descemets membrane detachment during a procedure. The surgeon was performing irrigation and aspiration at the time the event occurred. The surgeon stated that he is suspicious at the time the event occurred. The surgeon stated that he is suspicious that the flange like design may be catching the membrane edge and causing a detachment. The procedure was completed. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: 07/11/2014. (B)(4).